Manufacturer narrative:
D10 concomitant products: ca20l2,ca20l2 20cm rein percutaneous antenna x1 (lot#s24cg005); ca30l2, ca30l2 30cm rein percutaneous antenna x1 (lot#unknown); cagen1, cagen1 ablation generator x1 (sn:unknown); unk - emprint gen, unknown emprint generator (sn:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, attempted ablation on cagen1 generator and unable to ablate with a "?" Error. Switched to emprint sx machine and received antenna state = 4 thermal limit exceeded and ablation state = 16 general error codes. After opening the third antenna and unable to ablate, the procedure was aborted (patient under anesthesia) and patient was unable to get ablation procedure, but the surgeon moved forward with dissection procedure/liver resection. Lesion removed.